Event description:
One patient with discrepant a-fetoprotein results. Initial result 644.3 iu/ml, repeat with dilution>1,000,000 iu/ml. Erroneous result was reported, patient was not adversely affected. If additional info is received, appropriate notification will be provided.